Event description:
Baxter spring clip c soft 6 from allegeance (coronary bypass pads) #38500. Clip broke spontaneously into two pieces while being used to occlude a vein while doing an anastomosis on CABG case. Part of the clip fell deep into pt's chest and had to be reexplored.